Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that we tried to use the videolaparoscopy device and the image did not appear immediately. We replaced the device immediately to perform the surgery. No negative impact in state of health reported.